Event description:
The stent prematurely deployed in the "proximal section of stricture" during withdrawl after failure to deploy in the middle cerebral artery (mca) of a patient with 90% stenosis and tortuous anatomy. There was no consequences or impact to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received the physician felt that the tortuosity of the patient's anatomy may have been a factor in the event.

Event description:
The stent prematurely deployed in the "proximal section of stricture" during withdrawal after failure to deploy in the middle cerebral artery (mca) of a patient with 90% stenosis and tortuous anatomy. There was no consequences or impact to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided the exact cause of the premature deployment cannot be determined. The physician attributed the premature deployment to tortuous anatomy. Based on this information, the most probable cause is operational context.